Manufacturer narrative:
Per the clinic, the device was explanted due to patient complaints of headaches and non-auditory sensations. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2010. It was not noted why the device was explanted. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2010.